Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized on the same day as onset. The cause was reported as due to poor environment and patient used poor source of water which led to peritonitis. The reported issue of poor source of water or poor environment are environmental factors, which are often out of patient control. On an unreported date in the same month, the patient began treatment with unspecified antibiotics (doses, frequencies and route of administration was not reported) for peritonitis. Twelve days after the onset, the patient discontinued antibiotics treatment. At the time of this report, the pd therapies were ongoing and the patient had recovered from the event. No additional information is available.